Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Oral-b brush head no longer fits properly on toothbrush...attachment no longer clicks properly into place on toothbrush [device connection issue]. Case narrative: a mother reported via e-mail stated that her son¿s oral-b sensitive clean toothbrush head no longer fit properly on his oral-b junior star wars toothbrush. This made brushing very difficult because the oral-b toothbrush head attachment no longer clicked properly into place on his oral-b toothbrush. No injury was reported.